Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was depleting quickly which resulted in the pump shutting down. The customer¿s blood glucose was 230 (mg/dl). During troubleshooting with tandem technical support, the customer was instructed to charge the pump up to 100%. Upon follow up, the customer reported that the issue had resolved.